Event description:
It was reported that the patient with this remote communicator of this pacemaker displayed a red call doctor icon. Additionally, it was seen on the remote communicator some yellow collecting waves. Troubleshooting efforts were performed. However, this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. It was believed that this device does not have any battery capacity remaining. Subsequently, this product was explanted and replaced for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.